Event description:
Vague report of "patient had a reaction to the medication". A post-op pt was being infused with morphine, and coded (pt was not breathing). The pump was set with a 2 mg/hr basal, 2 mg every 20 minutes, with a lockout of 8 mg in 1 hour. The pt was intubated, and narcan was given, which allowed the pt to return to pre-incident status. The patient was discharged one week after event date.